Manufacturer narrative:
Information received to supersede original reportable MDR. E-mail states needle broke prior to use rendering the device unusable. No injury or medical intervention required.

Manufacturer narrative:
(B)(6). Results: 56 sealed and intact 31g x 8mm pen needle samples were returned from lot. No. 6188654, cat. No. 320694. Visual examination of 30 samples were carried out and no issues were observed. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified. (B)(4).

Event description:
It was reported that the needle on a berlin chemie berlifine® 31g x 8mm insulin pen needle broke off during use. No injury or medical intervention.